Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received six bursts of inappropriate anti-tachycardia pacing (atp) and six inappropriate electric shocks. The rhythm appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Device currently remains in service. No additional adverse patient effects were reported.